Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.

Manufacturer narrative:
Additionally, the initial medwatch report incorrectly noted that there are two events for this patient involving two separate products. This is in fact a single event involving two separate products. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-07768 and 1225714-2014-07769.

Event description:
The plaintiff's attorney alleged that the decedent experienced non-cardiac event and subsequently expired on (B)(6) 2012 after the use of the product.